Manufacturer narrative:
Additional information: d4. The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite 3d appliance has broken. Reportedly the anchor at lower left fractured off. No injury was reported.